Event description:
It was reported that the patient developed seroma at the lead incision site. As a result, surgical intervention took place on (B)(6) 2024, wherein the entire drg system was explanted.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.